Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with insulin pump for high blood glucose. Customer stated that the insulin pump had a blank display. The customer was assisted with troubleshooting. Customer stated that the display was not blank less than 30 seconds and or did not return. Customer stated that display is not blank currently. Possible causes of a blank display was explained to customer. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.